Event description:
It was reported that the insertable cardiac monitor (icm) displayed a message that end of service (eos) was reached. The device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that the insertable cardiac monitor (icm) displayed a message that end of service (eos) was reached. The device was explanted and a new icm was implanted successfully. No adverse patient effects were reported.